Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 6 of 7. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) to cycle power to clear the alarm. The hp was connected. The hp would finish with manuals. There was no obvious cause of the alarm. The hp would call the nurse regarding air detect alarm and missed therapy and being connected. No patient injury or medical intervention was indicated at the time of the initial report.